Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator had a leak air and a high temperature. There was no patient involvement.